Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the reported issue was unable to be duplicated. The pump was slightly over delivering, but within the published +/-6% specification. It was recommended that the pump's expulsor be trimmed in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by 6.95% and the lens was damaged. This issue was discovered during testing and there was no patient involvement.